Event description:
The customer reported that the pencil's electrode tip caught fire between activations. An abdominal incision had initially been made with the pencil which was turned off and placed on a cart. The pencil was lifted from cart for use again, and re-activated. Upon activation, a flame was noticed at the electrode tip and the cautery tip was not used again. The patient was prepped using duraprep but the dry time is not known.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.